Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New information: product ID and lot number.